Event description:
It was reported that an arterial line was placed via the radial artery in the critical care unit of the hospital. A hole was found in the art line. As a result, the catheter was removed and another was placed without issue. There was no reported delay, death, or complications. It was noted that after speaking with the sales representative, the issue was with the catheter and not the "line" as originally reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.